Manufacturer narrative:
For suspect medical device info on devices 2 and 3, see report numbers 1037905-2007-00063 and 1037905-2007-00064. Evaluation: we were unable to confirm the report as it was described because the affected devices were not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history records or conduct a sample test from these lots because the lot numbers were unable to be provided. After a review of the account order history, the lot numbers were unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the devices were not returned for evaluation. Information provided indicated the user experienced resistance when advancing the stents through the obstructed area. The instructions for use caution the user not to use the oasis if the wire guide or stent cannot advance through the strictured area. Because resistance of this nature was experienced, it is possible the condition of the patient affected the performance of the devices. The information provided indicated the elevator of the endoscope was placed in a sharp angle during the procedure. Placing the elevator at a sharp angle could have contributed to the reported difficulty with guiding catheter removal difficulties. Separation of the proximal fittings from the introduction system and buckled areas in the introduction system can occur if excessive pressure is applied during removal of the guiding catheter. Information provided indicated the user experienced difficulty removing the guiding catheter. If excessive pressure was applied to the introduction system, perhaps in response to removal difficulties, this may have caused the damage reported. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. These devices were manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholanglopancreatography (ercp), the physician used a cook endoscopy oasis- one action stent introduction system (device 1 of 3). During advancement of the stent through the obstructed area, resistance was encountered. Because the stent was difficult to advance into position, the introduction system buckled. Resistance in removing the guiding catheter of the introduction system from the stent was encountered. The stent was able to be placed with some effort. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Two additional oasis- one action stent introduction systems were used during two other procedures performed at the same facility (devices 2 and 3). These products were used in the same manner as described and the same outcome was observed. Additionally, the proximal fittings separated from the guiding catheter of the introduction system for devices 2 and 3 when resistance in removal from the stent was encountered.